Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a white material on the lens upon implanting and the lens was removed from the patient during initial procedure. Additional information has been requested.

Event description:
Additional information has been requested, received and stated there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).